Event description:
On an unknown date a patient in sweden underwent a procedure for the placement of percutaneous endoscopic gastrostomy(peg) tube. It was reported that the patient underwent abdominal surgery on (B)(6) 2025 to remove the old peg as it was stuck in the gastric mucosa. Patient discharged on (B)(6) 2025. On the evening of (B)(6) 2025 patient developed abdominal pain and bleeding and returned to the hospital. An abdominal CT was performed and confirmed wound rupture in the small intestine, colon, and hematoma in the stomach. Re-operation done. No further information available. Duodopa treatment to restart on (B)(6) 2025. As of (B)(6) 2025 patient was still admitted. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed.

Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). Additional information: b5 and h6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On 03/dec/2025 it was reported the patient passed on (B)(6) 2025. It is unknown if an autopsy was performed. Despite multiple queries, cause of death is unknown.